Event description:
It was reported that a pt underwent a sling procedure in 2007. During 2008, the pt began to experience pain. In 2008, the pt went to the hosp for pain and bleeding and the surgeon indicated that the mesh was exposed and that the tape around the urethra was not holding. The pt was prescribed lortab seven and one half milligrams. The device was not removed, however, it is pulling and pinching around the vaginal area. A procedure was planned for two months later, to cut the tape around the urethra. The surgeon opines that the pt's heavy smoking has caused tissue damage and exposure of the tape.

Manufacturer narrative:
Date sent to the FDA: 03/27/2008. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.